Manufacturer narrative:
(B)(4). Post market vigilance conducted an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device performed concurrently with engineering. Visual inspection of the cartridge noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. Due to the condition of the instrument and reload, functional evaluation could not be performed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of this condition may occur if the device is articulated beyond the design intent, or by manually exercising the articulation feature before use causing the blowout plate to fail during firing.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the nurse had prepared to combine the handle with the reload and test instrument by fully closing and opening the instrument. Then nurse sent it to doctor. After doctor passed it to trocar, he had to adjust the position by left articulation and then pressed firing button. He found that it could not fire the staples. He had tried to adjust the instrument to the neutral position but could not. He needed to move it out with the trocar and change to use another stapler with a new reload. Patient is involved w.o injury. No buttress material used. No extension of or time.